Manufacturer narrative:
Complaint confirmed. Most likely causes may include improper bone prep, misaligned insertion, prying/leveraging the device during insertion, shallow driver engagement depth.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that for a rotator cuff repair the arthrex suture anchor ar-1927-bcf was used. The suture anchor was inserted into the patient's bone. Before the device was fully inserted the plastic "white screw" part at the end snapped in half. The part could not be removed and will remain inside the patient. The other half of the screw was retrieved from the patient's shoulder. The surgery was completed successfully with a new device from another manufacturer. No further information received at the moment.